Event description:
A patient came to an urgent care center with chest pain symptoms. Questionable troponin t results were obtained from the patient's sample using the elecsys 2010 disk analyzer. The initial troponin t result was 0.045 ng/ml. The result was accompanied by a data flag. The patient was treated with aspirin, nitroglycerin and morphine prior to testing. She was transferred to the hospital based on her symptoms before test results were provided to the physician. A second sample was drawn from the patient and tested at the hospital, on (B)(6) 2010, using a cobas 6000 e601 analyzer. The troponin t result was <0.010 (units of measure were not provided). The result was accompanied by a data flag. The initial patient sample was repeated, on (B)(6) 2010, using the original elecsys 2010 disk analyzer. The repeat troponin t result was <0.010 ng/ml. The result was accompanied by a data flag. A corrected report was posted in the morning on (B)(6) 2010 and the physician was notified. Troponin t reagent lot was 157219(01). The field service representative determined the cause was a misadjusted sipper probe and he adjusted the probe. He performed tests to verify analyzer operation which were within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to the FDA.